Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant procedure, increased pacing impedance and increased capture threshold were observed on the right ventricular (rv) lead. This began as the device was placed in the pocket causing a bend in the lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
As received, a partial distal portion of the lead was returned in one piece. Electrical and x-ray examinations did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies except for the damage found consistent with procedural damage. Due to the connector portion not being returned, the reported event of the bent lead could not be confirmed. Unable to perform the impedance test because the lead was returned incomplete consistent with procedural damage.